Event description:
It was reported that, during a thoracic surgery procedure during the use of the instrument, everything worked properly. Post firing, the anvil jaws would not open. An excision was required to remove the vessel from the instrument. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b- form shape. During the analysis the device opened and closed without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.